Event description:
Per the clinic, the patient experienced poor skin healing at the implant site, leading to an exposure of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.